Event description:
The customer reported that the system was not saving patient images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. The fe decided to monitor the system to see if the issue reoccurs. No further conclusive information is available.